Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noted that the there was a scratch mark in the optic of the lens. Hence the lens was removed and replaced with another lens during the same procedure. Additional information was received stating that, the surgeon believes that the injector plunger might have caused the scratch in the posterior side of the lens.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned inside a clear bandage. The lens cleaned with klrp to remove from the adhesive bandage. Viscoelastic and adhesive from the bandage were observed on the lens. The optic had been cut from the edge across the optic, typical of removal damage. The optic had a long, narrow scratch on the posterior surface. The damage traveled in from the edge to the center. The damage was angled to the travel path and was similar in appearance to damage caused by an instrument used to grasp the lens (forceps). The optic was also scraped in two areas on the edge. This may indicate a lack of ovd in the cartridge. One area was in the plunger travel path and may indicate a plunger underride occurred. Other small scratches were observed on the anterior and posterior surface that appear to be related to the removal process. These are in line with the cut area. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported damage could not be determined. The optic had been cut from the edge across the optic, typical of removal damage. The optic had a long, narrow scratch on the posterior surface. The damage traveled in from the edge to the center. The damage was angled to the travel path and was similar in appearance to damage caused by an instrument used to grasp the lens (forceps). The optic was also scraped in two areas on the edge. This may indicate a lack of ovd in the cartridge. One area was in the plunger travel path and may indicate a plunger underride occurred. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.